Event description:
An alarm issue was reported with the freestyle libre 2 sensor while in use with the freestlye librelink application. Customer reported a signal loss and stated the low glucose alarm did not sound. As a result of not being audibly alerted of changes in glucose levels, customer experienced "total body mobility loss" and a fall and was unable to self-treat, requiring treatment of "1 juice with 2 sugars" by her husband. During the course of troubleshooting, it was determined customer had pop up notifications deactivated on the lock screen. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
At this time product has not yet been returned. An extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.